Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance anomalies due to a suspected lead fracture. The lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched out. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The reported clinical observations were not confirmed as no other conductor anomalies were noted during testing. Based on the laboratory findings, we believe that torsional overstress during attempts to retract the helix at the explant procedure caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance anomalies due to a suspected lead fracture. The lead was successfully explanted. No additional adverse patient effects were reported.